Event description:
Boston scientific received information that during a threshold test for the left ventricular (lv) lead, the health care professional (hcp) noted that telemetry was lost, likely due to patient losing capture. The hcp tried to end the test, but it took longer than expected and the patient was asystolic for 5-6 seconds. A magnet was placed over the device to try and regain capture, but that did not work. Boston scientific technical services (ts) was consulted and suggest that the rf was running the testing in the programmer, and most likely what happened is the rf was lost. With the rf being lost, the test should have cancelled itself in 4 seconds, which it did not. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.